Event description:
Spontaneous, call from patient, who reported that his altera device is not working, he advised of broken part where battery goes, unknown if patient had any missed doses as a result. No adverse effects were reported. Unknown if patient still has defective device on hand for return. No further information. Indication: bronchiectasis, uncomplicated; other specified respiratory disorders. Dose/frequency: use as directed with cayston: reconstitute with provided diluent and inhale the contents of 1 vial via pari altera nebulizer 3 times a day for 28 days on and 28 days off. Reported to (B)(6) by: patient/caregiver.